Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown surgery, could not fire farther, staples malformed, could not open the jaw. Opened the jaw manually with big force. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p57j9t. Device evaluation: the ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process. Photographic analysis: first picture shows the handle of a device, the closure and the firing triggers can be seen opened. Second picture shows the proximal part of an anvil, the jaws are opened, and in addition around of the anvil, several staples in proper b form shape can be appreciated. Based on the pictures alone no conclusion could be reached on how the reported event occurred.